Event description:
The manufacturer received information from a customer that a ventilator service required alarm had occurred on a trilogy evo o2 device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 device was returned and evaluated by philips engineer. The philips engineer observed error code active exhalation module control (aecm) failure in the device¿s event log. The philips engineer replaced the system printed circuit assembly (pca) board, proportional valve (aecm), and three-way solenoid valve to address this reported issue.